Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log review confirmed many ¿high alarm: downstream occlusion¿ messages. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a problem with the device¿s downstream occlusion (dso) sensor. There was unknown patient involvement and unknown patient harm.